Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove could not be determined in this incident. The reported tissue damage was due to chordal interaction and the unchanged mitral regurgitation/mr was due to procedural circumstances. The reported patient effects of mitral valve tissue damage and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issue. To further reduce mr, a second clip was advanced, during grasping, the clip got caught in chordae, and the chordae tore. The clip was implanted, however mr remained 4+. Mitral valve repair was performed and was successful.